Event description:
Fractured catheter. Part of catheter traveled to right ventricle into the left pulmonary artery. The part of the catheter was pieced per venous technique. The remainder of the port was removed surgically.